Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record review is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that some time post port placement, the device was allegedly unable to aspirate and the tiny perforation proximally on the port tubing was identified. The port was removed and replaced. There was no reported patient injury.

Event description:
It was reported that some post port placement, the device was allegedly unable to aspirate and the tiny perforation proximally on the port tubing was identified. The port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported suction problem and catheter hole issue. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. "Caution: prior to advancing the catheter lock, ensure that the catheter is properly positioned. A catheter not advanced to the proper region may not seat securely and lead to dislodgement and extravasation. The catheter must be straight with no sign of kinking. A slight pull on the catheter is sufficient to straighten it. Advancing the catheter lock over a kinked catheter may damage the catheter. Do not hold the catheter or cathlock with any instruments that could potentially damage either piece (e.g. Hemostats)." "For single lumen ports: advance catheter over port stem to midway point. Note: advancing catheter too far along port stem could lead to "mushrooming" of tubing when the catheter lock is advanced. Should this occur, it is advisable to stop advancing the catheter lock, pull the catheter back along the stem away from the port, trim end of catheter and re-assemble the connection." "Warning: do not suture catheter to port, port stem, or surrounding tissue. Any damage or constriction of catheter may compromise power injection performance and catheter integrity. Bard access systems, inc. Does not recommend suturing around the catheter as doing so could compress, kink, or damage catheter." H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.